Event description:
Surgeon reported, "band leakage. Adjustment failure (saline was murky and amount of saline was decreased.)" Revision of the connecting site between port and cable. Two days later, an endoscopy was performed to confirm if any component is corroded. All serene. 31 days later, the replacement surgery with new port, was performed. Follow-up findings: replacement device was clarified as a new band system.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."